Manufacturer narrative:
(B)(4). Baxter is currently eval this device. A supplemental will be submitted once the device eval is complete.

Event description:
It was reported that a pump did not detect an upstream occlusion. However, the customer reported that the device did alarm for an air in line. There was no pt involvement.